Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the top left corner. This event was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between june 23, 2018 - june 25, 2018. The device was received for evaluation. Bag was sliced in the lower left where the customer likely drained the contents. Visual and magnified inspection identified a tear/hole at the top left corner of the bag. Functional testing was performed which revealed a leak from the top left corner of the bag. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.